Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have the main tube broken. A piece measuring approximately 0.056¿ x 0.086¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. Additional observations not reported by the site were also identified. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/contaminated instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disk. The root cause of cracked instrument input disks is typically attribute to the user. The instrument was found to have the life indicator with pad printing removed. The housing was removed and found the ink component is partially removed. The root cause of pad printing removed instrument life indicator is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the large needle driver (471006-12/k11210525 0237) associated with this event has been performed. The instrument was last used on (B)(6) 2022 on system (B)(4). The device had 3 uses remaining after the last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a wrist of the large needle driver had been jammed into the shaft at an angle. The procedure was reportedly completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter. It was confirmed that the procedure was completed with no patient injury. There were no fragments that fell inside the patient during the procedure.